Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 07/2022.

Event description:
It was reported that during stent placement procedure through popliteal access in the right common to common femoral, the stent allegedly failed to expand at the distal end. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. One image was provided demonstrating the distal end of the product outside patient after the event. The silicone brake of the inner catheter which had been located under the stent was visibly shifted to distal with a compressive pattern which indicated that the stent adhered to the brake leading to break away and shifting upon removal. The investigation leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 07/2022), g3 h11: h6 (method, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during stent placement procedure through popliteal vein access, the stent allegedly failed to expand from the catheter in one spot in the lower 1/3 of the stent. Twisting of the system reportedly led to successful deployment. There was no reported patient injury.